Event description:
It was reported that the rv lead was capped during a generator change procedure on (B)(6) 2017. Decreased sensing and high capture threshold were observed on the rv lead. A new competitive device and rv lead were implanted.